Event description:
Patient presented to the physician with movement and flipping of the ipg within the pocket, causing pain. Physician brought the patient into the operation room, created a new pocket, repositioned the ipg, sutured, and closed.